Event description:
Aorta clamping - "during aorta clamping, clamp disassembled (clamp broke at the hinge)." Intervention - "nothing, they substituted the clamp." Patient status - "good."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the pin which connects the jaws was rusted and broken. The unit was found to be discolored and several scratches were noted. The root cause of the incident experience remains unknown. Based on the evaluation of the returned product, engineering determined that the clamp had been manufactured in 2008. The environment and the conditions in which the clamp was used, treated and sterilized are unclear. Although the root cause of the clamp breakage remains unknown, applied medical will continue to monitor its vigilance system and take appropriate actions as necessary. This document represents our final report.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.